Event description:
It was reported by service report that the side rail was damaged when moved to biomed storage. It is unknown if there was patient involvement or if there are adverse consequences to report.